Event description:
It was reported that the patient had moderately calcified "tandem lesions" in the proximal left anterior descending artery (lad). Both lesions were pre-dilated with a 2.5 mm unspecified balloon. Then the 3.5 x 33 mm xience xpedition stent was advanced and dilated to 16 atmospheres (atm) and was noted to be well expanded. After deflation, the stent delivery system (sds) balloon could not be retracted easily and after use of slightly stronger force in an attempt to retract the balloon, the sds shaft became separated. The sds balloon was still inside the implanted stent and was connected with the distal portion of the separated catheter. The sds balloon could not be retracted after re-wiring with another guide wire and "jailing" it with another balloon in the guide catheter. An unspecified high pressure non-compliant balloon was dilated over the distal part of the xience xpedition sds balloon, within the distal edge of the implanted stent and was dilated, however the unspecified balloon ruptured. The jailing maneuver was then repeated and the xience xpedition sds balloon was able to be completely retracted. A control angiography revealed the implanted stent to be okay without further dilatation. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device code: 2017 - excessive force evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: if during withdrawal of the catheter post-deployment, resistance is encountered, re-inflate the balloon up to nominal pressure, deflate the balloon by pulling negative for 30 seconds, confirm balloon deflation, wait another 10-15 seconds, then withdraw under negative or neutral pressure. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.